Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The 15 year old device was not returned to zoll medical corporation; the device's system board was removed and returned. The malfunction was duplicated and attributed to a faulty solder joint on a transformer on the system board. Analysis for reports of this type has not identified an increase in trend.